Manufacturer narrative:
Please disregard this report number (9612030-2023-03763). Further information determined that an detachment of this device is not FDA reportable.

Event description:
Customer reports: there were three cases where the blue grip came off during use. All three of the actual products are discarded due to blood adhesion and cannot be collected. I suspect a bad adhesion, but please report if the same case occurs in the same lot.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because it was discarded due to contamination.